Event description:
Sales rep reported that a customer is experiencing separation and leaking at the connection between the tubing and the bottom of the drip chamber in blood infusion sets. He reported the set came apart during a blood transfusion in the operating room. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.